Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, animas customer technical support (cts) received an e-mail from a certified diabetes educator (cde) who spoke with the reporter. The reporter was contacting the cde to ask what to do with the pump and supplies. The reporter stated to the cde that the patient died on (B)(6) 2013 and she was unsure of cause of death. The reporter stated that the patient had some severe hypoglycemic episodes prior to his death and had been in contact with his doctor regarding changing basal rates. The reporter also noted that the patient had heart failure. Cts made several attempts to contact the reporter for additional information, and was eventually able to reach the reporter on (B)(6) 2013. The reporter provided details regarding repeating issues with low blood glucose (bg) leading up to the patient's death. The patient was reportedly hospitalized from (B)(6) 2013, due to heart and breathing issues. The patient was reportedly sent home from the hospital on several medications and a nebulizer. The patient was reportedly off the pump while in the hospital, but was back on insulin pump therapy upon discharge from the hospital. The reporter noted that the patient experienced hypoglycemic episodes the evening of (B)(6) 2013, as well as early morning of (B)(6) 2013. The patient was reportedly taken to the hospital for the low bg on (B)(6) 2013, and the other episodes of low bg were treated with juice. The patient reportedly saw his endocrinologist on (B)(6) 2013, who increased his basal rate from 0.8u/hr to 1.1u/hr. The reporter noted that after the low bg incident on (B)(6) 2013, she decided to decrease the basal rate back to 0.8u/hr between 12am and 6am. After the low bg on (B)(6) 2013, the patient reportedly awoke later in the morning and ate breakfast as usual, and the reporter then went to work. The reporter stated she spoke with the patient at 10:15am and noted that he seemed agitated. The reporter asked a family member to check on the patient that afternoon, and the family member reportedly found the patient unresponsive around 3pm on (B)(6) 2013. The reporter stated that several medical personnel attempted to revive the patient, to no avail. The reporter stated that the death certificate cites causes of death as heart failure, ischemic cardiomyopathy, copd, and diabetes. The reporter believes that the patient was wearing the pump at the time of death but is uncertain, as the patient was home alone. The reporter did not wish to review or return the pump, stating she wanted to donate the pump. The reporter did not implicate the pump in the patient's death or in the recent hypoglycemic incidents. The reporter noted that the patient had been using the pump for basal delivery only and had not used it for bolus delivery in "quite some time" because he "just didn't need it." The reporter noted that the patient had multiple medical issues over the past 15 years, including open heart surgery, gall bladder removal, a whipple procedure, abdominal aortic aneurysm (aaa), pneumonia, and diabetes. The reporter stated that she felt the pump improved the patient's quality of life and allowed him to live longer than he would have without the pump. This complaint is being reported because diabetes was noted as a factor in the patient's death and the pump cannot be ruled out as a cause or contributor in the patient's death.